Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several noise reversions and high ventricular rate episodes were observed on the right ventricular lead. The noise could not be reproduced in clinic. Some of the episodes were thought to be due to myopotential oversensing and others just lead noise. The patient was discharged.

Event description:
New information received notes that high ventricular rate episodes were once again observed as well as noise. Isometric testing was performed on (B)(6) 2019 and noise was reproducible when the patient pressed their palms together. Programming changes were made to sensing polarity and noise was visible on the tip unipolar channel but not on the ring unipolar channel where pacing was present. The patient was provided a remote monitor to monitor the progress of the noise and pacing burden.

Event description:
New information received indicates the patient initially presented at the emergency department with presyncope. The physician does not believe the noise observed was related to the presyncope. Further testing could not induce the noise that was observed. A couple of noise episodes were recorded following the initial event. Programming changes to address sensitivity were made during the initial event as well as following the second reoccurrence during a follow up in clinic.